Manufacturer narrative:
The insulin pump alarmed pump errors during rewind due to unlocked j5 connector. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The motor was tested outside the device and passed. Pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The product was returned for analysis.